Event description:
The customer reported the wig wag brake is loose, the keyboard bezel is broken, and the system intermittently will not save images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the brake pad, keyboard, and reloaded software. System operates as intended. (B) (4).